Manufacturer narrative:
(B)(4).

Event description:
Medwatch report received: "during catheter insertion, the guidewire split as it was being removed. All parts of the guidewire were removed. Information sent to central service to track occurrences. From post-procedure note: the vein was cannulated with a finder needle. Immediately upon entering the vein dark, non-pulsatile blood did return. Ultrasound was used to confirm venous pressures. Subsequently the wire was fed through the needle and the needle was then removed. A small skin incision was made at the puncture site to allow the dilator to be inserted. After dilation, the catheter was then placed over the guidewire. To this point everything went well. The guidewire was attempted to be removed from the placed catheter but became stuck within the catheter. The entire catheter and guidewire were removed. The procedure was attempted again as above, and the catheter was successfully placed, and the guidewire completely removed. The catheter was sutured in place and a sterile dressing was applied over the site."

Event description:
Medwatch report received: during catheter insertion, the guidewire split as it was being removed. All parts of the guidewire were removed. Information sent to central service to track occurrences. From post-procedure note: the vein was cannulated with a finder needle. Immediately upon entering the vein dark, non-pulsatile blood did return. Ultrasound was used to confirm venous pressures. Subsequently the wire was fed through the needle and the needle was then removed. A small skin incision was made at the puncture site to allow the dilator to be inserted. After dilation, the catheter was then placed over the guidewire. To this point everything went well. The guidewire was attempted to be removed from the placed catheter but became stuck within the catheter. The entire catheter and guidewire were removed. The procedure was attempted again as above, and the catheter was successfully placed, and the guidewire completely removed. The catheter was sutured in place and a sterile dressing was applied over the site.

Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.